Event description:
Customer felt as if her blood glucose was too low so she ran a test on her contour link meter. Even though the reading was 97mg/dl she ate two glucose tablets and then re-tested on the same meter. The reading was 47mg/dl. She ate two more glucose tablets. She received no further treatment. Customer is to return her strips for evaluation. Replacement meter and strips were sent.